Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black-white to black-black during slow sheath retraction, resulting in a sealing failure. There was no reported patient injury. The device could not be returned because it had been disposed of by the hospital. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until bleed-back slowed. The indicator showed no black, and the physician did not place their thumb on the plug deployment button during retraction, nor did the indicator window show red. When removed from the patient, the indicator wire loop was deployed with no anomalies. Deployment was attempted outside the patient, and the indicator wire loop could not be pulled and the window did not change color. The device was used in a diagnostic procedure, and hemostasis was successfully achieved using compression. The operator was trained, and the device was stored and prepared according to the instructions for use. No device or packaging damage was noted prior to use. The procedure used a 5f non-cordis sheath. Angiography confirmed the suitability of the femoral artery, including correct insertion angle and vessel diameter, and there was no calcium, plaque, stenosis, or stent observed at the puncture site. The site had not been previously closed within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. Complaint conclusion: as reported, the indicator window of a 5f exoseal vascular closure device (vcd) did not change from black-white to black-black during slow sheath retraction, resulting in a sealing failure. There was no reported patient injury. There was no difficulty connecting the exoseal vascular closure device (vcd) with the non-cordis sheath, and the indicator wire cowling locked properly with an audible click. Pulsatile flow was observed, and the exoseal vcd and sheath were retracted together until bleed-back slowed. The indicator showed no black, and the physician did not place their thumb on the plug deployment button during retraction, nor did the indicator window show red. When removed from the patient, the indicator wire loop was deployed with no anomalies. Deployment was attempted outside the patient, and the indicator wire loop could not be pulled and the window did not change color. The device was used in a diagnostic procedure, and hemostasis was successfully achieved using compression. The operator was trained, and the device was stored and prepared according to the instructions for use. No device or packaging damage was noted prior to use. The procedure used a 5f non-cordis sheath. Angiography confirmed the suitability of the femoral artery, including correct insertion angle and vessel diameter, and there was no calcium, plaque, stenosis, or stent observed at the puncture site. The site had not been previously closed within 30 days, and there was no pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Other procedural details were requested but were not provided. The device will not be returned for evaluation as it was discarded. The product was discarded. A review of the manufacturing documentation associated with lot 18483741 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "indicator window no change to indicator" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.